Manufacturer narrative:
Images from the instrument were reviewed. The image of the well in question appeared negative. The presence of the k antigen was confirmed on retention crrs, lot x147. Testing was performed with customer's sample and retention panoscreen I, ii, and iii, lot 28317. Immuadd, lot 4p5502-1, was used as the potentiator and anti-igg, lot mig117-4, was used at iat. Customer's sample was tested at is, 15' at rt, 15' at 37c, and iat phases. No reactivity was observed in any of the testing. The galileo operator manual stating: "the galileo cannot reliably detect hemagglutination reactions that are graded 1+ or less in test tube methodology". Although a transfusion of incompatible blood did not occur, the potential for transfusion of incompatible blood exists.

Event description:
A patient sample had an unexpected negative reaction on the galileo instruement using the 2-cell screen assay. A 1+ reaction was obtained using the gel method. The patient has a history as anti -k positive.